Event description:
It was reported that this right ventricular (rv) lead was damaged during device replacement. During the procedure, when incision was performed to create a pocket, the lead got accidentally damaged. Moreover, pacing failure was suspected that the physician opted to surgically capped this rv lead. A new lead was implanted successfully. No additional adverse patient effects were reported.